Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned and evaluated. The customer¿s report was partially confirmed. There was no burnt glass present. However, the optical system was sunk down and the image was off center. Additionally, foreign material was discovered in the optical system under the plane glass. Based on the results of the investigation, a definitive root cause could not be determined. However, evaluators believe that based on the condition of the returned device, it is very likely that stress and/or excessive impact caused/contributed to the reported failure mode. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that during procedure preparation his olympus ultra telescope had burnt glass present, and the image was off center. There was no patient harm reported as a result of this event.